Event description:
The customer called to report repeated no delivery alarms. The customer also stated she went to the emergency room due to high blood glucose and ketones. The reported blood glucose reading was 380 mg/dl. In addition to the high blood glucose levels, the customer stated she had a kidney and urinary tract infection. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.